Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 194 mg/dl and 103 mg/dl 2. 284 mg/dl and 87 mg/dl sets of readings were taken at different times on the same day. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.